Event description:
This is a product defect, not an adverse event: grasping forceps insert broke on the shaft very close to the instrument, when it was being assembled to its handle in the sterile field before being used in surgery. Discovered in 2007 at 14:30 pm. Product was not yet being used in surgery. Other products involved included genicon and storz. Procedure was laparoscopic cholecystectomy. Patient was not injured. Procedure was not delayed. Field representative returned the product for examination and return to pajunk MFR. The instrument was sterilized only with cidex opa. The instrument was assembled by juan sanchez, washed and dried, and put together just before giving it to the dr. The broken instrument was handed by the instrument tray technician to the person in charge, the first reporter.

Manufacturer narrative:
No specific corrective action due to mitigative prevention of hazards is assigned to this report. A review of the possibly affected device history record and the raw material history files for the reported batch showed no recorded quality problems or rejections related to this incident. Patient is doing well, was not affected at all. If no further info is available following pajunk to determine the root cause, the file is considered as closed.